Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. The keypad was damaged. The right plunger case was cracked. Top and bottom case was cracked, old worn drive train parts and main board not working as intended. There was a force sensor test error in history log. The technician performed a start-up on the device and the reported issue was duplicated. The root cause of the reported issue was found to be force sensor. The force would not stabilize with no pressure applied to the sensor. The technician replaced the force sensor.

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.